Event description:
It was reported that a spectrum infusion pump turned off after power up in the emergency rom. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: e1: initial reporter address - (B)(6). H10: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem 'turned off' was not reproduced. A review of the event history log revealed ''improper shutdown" messages however the log cannot determine whether the device powered off without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.